Event description:
It was reported that the implantable cardioverter defibrillator exhibited a buzzing noise. It was also noted that the patient has been getting erratic heartbeat readings and was shocked during sleep. Further information was requested however, was not provided.